Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted splitters were not returned to bsn. It is indicated that the splitters will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a revision procedure and during the procedure, it was discovered that the leads had fractured or eroded and all contacts were producing high impedance readings. It was unknown what impedance reading was prior to the procedure. The physician believed that the leads were fractured. During the procedure, the splitters were explanted and the leads were left inside the patient's body. The patient will undergo another revision procedure.

Manufacturer narrative:
Correction to initial MDR. This issue had been previously reported in MFR# 3006630150-2016-00687.

Event description:
A report was received that the patient had a revision procedure and during the procedure, it was discovered that the leads had fractured or eroded and all contacts were producing high impedance readings. It was unknown what impedance reading was prior to the procedure. The physician believed that the leads were fractured. During the procedure, the splitters were explanted and the leads were left inside the patient's body. The patient will undergo another revision procedure.